Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 73-year-old female patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d at pump insertion. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to the pump insertion. The underlying medical history was not shared. After 8 days of support the team observed purge system blocked alarms. The team made decision to troubleshoot by replacing the purge cassette. When this did not resolve the team made plan to add tpa to the purge along with the argatroban. In followup the purge pressures were decreasing. The pump remains on for support to date, now on day 13. Tpa was utilized for the high purge pressures to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: purge pressure high: based on the pattern seen in data logs during the event on 3-apr, the cause of the purge pressure high is likely related to biological material buildup as no noted motor current changes were present, it was gradual to trigger the alarms, and tpa was noted to resolve the instance.

Manufacturer narrative:
B5 updated with additional information. Complaint opened for cassette MFR 1220648-2026-07617.

Event description:
Clinical narrative: (updated 2026-5-6). An impella 5.5 was inserted via the axillary artery graft site to support the 73 year old female patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d at pump insertion. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to the pump insertion. The underlying medical history was not shared. After 8 days of support the team observed purge system blocked alarms. The team made decision to troubleshoot by replacing the purge cassette. When this did not resolve the team made plan to add tpa to the purge along with the argatroban. In followup the purge pressures were decreasing. The pump remained on for support to date, now on day 13. Tpa was utilized for the high purge pressures to mitigate impact of biomaterial within the motor and there was no impact on the patient. On day 35 of the support the team observed a need to change the purge cassette and automated impella controller (aic). The purge fluid was discolored and this lead them to changed the cassette and aic. The exchange of the aic was performed with no clinical consequence to the patient from the interruption in the support. Also, on day 35 the decision was made to explant the pump. The patient bridged to the left ventricular assist device (lvad) and has survived. The pump was used well beyond the pump indication.